Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97745bp serial# (B)(6) product type accessory product ID 97755 serial# (B)(6) product type recharger product ID 97745ac serial# unknown product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was going to turn off stimulation in order to drive but they couldn't turn it off because the screen was blank. The controller was making "a sound, it was like a whirring sound or a cracking sound". The patient didn't think the controller had gotten wet or dropped. They tried charging the controller but the screen still wouldn't come back on. The patient took the battery pack out and tried putting the ac power supply in the controller, and the screen wouldn't come on. A representative already had them try new aa batteries and the screen still wouldn't come on. When they reset the controller they felt the battery pack in the controller gets "very hot".  The issue was not resolved through troubleshooting. A replacement device was requested. Pt called back from number registered saying they had not received their controller replacement yet. Pss looked up tracking information and it said the packaged was delivered tuesday around noon ((B)(6)). Pt said they looked all over for the package and could not find it. Pss called fedex and a case was opened for the package ((B)(6)) as it cannot be found. Pss sending email to repair to for replacement controller and pss requesting signature for package. Additional information was received pt stated that they received the replacement controller, but are still having issues. Pt stated that the controller makes a vibrating/"cracking" noise when connected to the ac power supply, and requested a replacement ac power supply be sent to them. Pt reported that they notice the rtm paddle getting hot when they previously were charging the ins, which caused the controller to get hot as well. Pt stated that they removed the li-battery pack and when they re-inserted the pack into the controller, they noticed the li-battery pack getting hot, even when there was no cords plugged in. Pt requested a li-battery pack replacement. Pt confirmed no damage to the ac power supply pins or li-battery pack itself.